Manufacturer narrative:
The patient with a previously malpositioned iud located in the anterior wall of the upper cervical canal was scheduled for its removal. The case was performed by physician and resident. Once the iud was extracted and the hysteroscope was advanced, both the physician and resident noticed a sudden increase in fluid (distention media) loss indicating a perforation. On the screen the physician was able to clearly see the mucosa of the bladder. The case was stopped and the bladder perforation was managed with placement of a foley catheter. The patient was transferred to recovery room, discharged shortly thereafter, and is currently doing well. No additional medical or surgical interventions were required. During investigation the physician stated that no malfunctions of the aveta system took place during the procedure. The reported perforation was more likely present at the time of the hysteroscope insertion and was inflicted at the time of the initial iud insertion. Upon iud removal, the hysteroscope just followed the already existing path of where the iud used to be. Therefore, it is concluded that no device malfunctions took place, and the perforation was not inflicted intraoperatively and/or by the aveta system.

Event description:
Patient with a previously malpositioned iud located in the anterior wall of the upper cervical canal was scheduled for its removal. The case was performed by a physician and resident. Once the iud was extracted and the hysteroscope was advanced, both the physician and resident noticed a sudden increase in fluid (distention media) loss indicating a perforation. The procedure was then immediately ended. The iud was removed however patient will be monitored due to perforation. The physician stated that the patient was okay.